Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, however, the physician accidentally crimped the lead above the suture sleeve. Another lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body and found no anomalies. It was noted that the coils were deformed. The coils appeared to be flattened as if it was grabbed with some type of tool. The lead was not returned by the customer, and the lead could not be analyzed. Therefore, based upon the information given, the post market quality assurance laboratory concluded the lead issue was due to unintended use error caused or contributed to event.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, however, the physician accidentally crimped the lead above the suture sleeve. Another lead was implanted in its place. No adverse patient effects were reported. The lead was not returned by the customer, and the lead could not be analyzed. Therefore, based upon the information given, the post market quality assurance laboratory concluded the lead issue was due to unintended use error caused or contributed to event. Subsequently, the device was returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, however, the physician accidentally crimped the lead above the suture sleeve. Another lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned by the customer, and the lead could not be analyzed. Therefore, based upon the information given, the post market quality assurance laboratory concluded the lead issue was due to unintended use error caused or contributed to event.